Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(4) and submitted medwatch 1825034-2013-03083 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2013-03944 / 03946).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(4). It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed in 2012 due to loosening of the femoral component. No further information has been provided.